Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device remains implanted.

Event description:
Healthcare professional reported, "wrinkling and exchange from textured to smooth breast implants, due to the patient¿s concern with the product". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification, wear abrasion, deformation, yellow biological tissue in the gel and crease fold. Cloudy and voids in the gel observed after autoclave cycle. The device is not rupture. Wrinkles (creases) are observed but have no relationship with manufacturing. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported right side rupture. Healthcare professional additionally reported "wrinkling and exchange from textured to smooth breast implants due to the patient¿s concern with the product." Device has been explanted.

Event description:
Patient reported right side rupture. Healthcare professional additionally reported "wrinkling and exchange from textured to smooth breast implants due to the patient¿s concern with the product." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, g2.